Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a temperature issue with the device. There was no indication of damage. There no reported adverse event associated with this complaint. This is reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: a review of the pump black box data revealed no activity related to a temperature issue. During a visual inspection of the pump, no physical damage was observed. During testing, no overheating was duplicated. The pump¿s electrical current draws tested within specifications. The pump case was removed, and no internal damage or other anomalies were found. The complaint was not duplicated, and no defect was found.